Event description:
It was reported by the patient that the power cord was loose in its connection to the remote monitor and the monitor was not receiving power. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the power cord was loose in its connection to the remote monitor, and thus the remote monitor has no power. The monitor had successfully transmitted previously. The monitor will be returned. A new monitor will be ordered and sent to the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Further review prompted a change in the device analysis results. The change is reflected in this report.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the power jack was loose/detached which caused a lifted pad.